Event description:
It was reported by the patient's son that the patient is deceased. A cause of death of "cardiac arrest, pacemaker failure, and congestive heart failure" was provided. Additional information concerning the cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.